Event description:
A nurse reported that the intraocular pressure decreased during a procedure. The cassette was exchanged and the pressure stabilized. No harm to the patient was reported. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).